Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was sample integrity. The IFU for dimension ctni flex reagent cartridge contains the following info: "specimens should be free of particulate matter to prevent appearance of fibrin in serum samples, complete clot formation should take place before centrifugation." The instrument is performing within specifications. No further eval of the device is required.

Event description:
Two falsely elevated troponin I results were obtained on pt samples. The results were reported to the physician. The samples were repeated and negative results were obtained. Pt treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.